Event description:
It was reported that the patient was experiencing weakness and severe pain in the legs shortly after the trial procedure was over. Symptoms were not procedure related. The physician did an evaluation and there were no issues detected. It was noted that the symptoms were present with therapy off. The patient had a lead pull. The leads will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7147813.